Event description:
Reporter alleged the blood glucose device generated a test result prior to the test strip being dosed with blood or glucose. It was stated the device result was lo, however, after cleaning the meter, a glucose test was run which resulted in a reading of 137 mg/dl. Reporter indicated controls were then ran on the meter and found to be witin an acceptable range. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product has sent.